Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient went home to attempt to recharge more to build voltage on battery. No patient symptoms or complications were reported in this event. Additional information was received from rep .it was reported that the recharger had been replaced. Rep stated the patient went home after the meeting with rep last week and recharger would show excellent but then "no device found" so they cannot recharge; ins is now in red and tablet cannot communicate with it. Rep has been attempting to charge in office and it finds ins fine but then goes to device not found after 3 min and not moving and they could not get it back to excellent again. Controller communicate with ins on its own. Patient is not able to wear belt as it is not comfortable. Rep can feel battery through patient's skin in the buttocks but patient noted ins used to be mostly below incision as well. Rep stated they were able to connect with ins over patients pants and n ow they are against the skin and not getting anything. Rep then mentioned it seems like the ins header block is tilted in and suspected that the pocket and location may be the issue. It was reviewed that if recharging issue not resolve to speak to health care professional (hcp) about possible pocket revision as all components appear to be functional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient was having difficulty charging their ins. The patient had last charged the ins was a week ago. The manufacturer representative tried to do a passive recharge and was unable to find the battery. They also tried to connect with the ins using another controller and were unsuccessful. The caller disabled and re-enabled the controller and a ¿no device found¿ screen. The manufacturer representative attempted to communicate with the clinician tablet and it showed the following message: "the device battery level is too low to sustain therapy or a programming session. The device battery must be recharged now." The caller started a second passive recharge mode with values of 87 100 100 on the controller screen. It was reported that they waited 10 minutes on the antenna screen and were still unable to find the device. A screen 50 ¿trying to recharge¿ was observed. No symptoms or complications were reported.